Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in june 2023.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the facility.

Manufacturer narrative:
Sc-1110 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.